Event description:
Dealer alleges the chair (motor assembly) suddenly stopped. The right clutch resistance (ohm) figures are not stable. The display shows right motor fault when the chair stopped during test drive.